Event description:
Pt with non-st elevation myocardial infarction underwent cardiac catheterization and attempted pci (percutaneous intervention) in 2004. After completion of the cardiac catheterization, balloon dilatation of the left main trunk and left anterior descending arteries took place. A .009 floppy rotawire was used with a 1.50 rotablator burr attached to the rotablator advancer. Malfunction of the burr occurred with the first pass. A 2mm (millimeter) snare was used for retrieval of the burr and wire without success. Forceps were used to retrieve the wire and burr. The pt was stable and transferred to ICU for monitoring. Pt was subsequently discharged.